Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior leaflet prolapse, flail, and calcified annulus causing visualization issues. The first clip was successfully deployed. The second clip delivery system was advanced to the mitral valve, and the clip was deployed. However, the second clip detached form the anterior leaflet and remained attached to the posterior leaflet (slda). The physician stated the slda was due to pre-existing patient anatomy. An additional clip was not needed. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for single leaflet device attachment (slda) from this lot. All available information was investigated and the reported slda and the reported poor image resolution appears to be due to challenging patient morphology/pathology (posterior leaflet prolapse, flail, calcified annulus). There is no indication of a product quality deficiency with respect to manufacture, design or labeling.